Event description:
The catheter had separated at the hub. The catheter was removed.

Manufacturer narrative:
The hard luer locking hub was replaced into the soft molded hub for evaluation. Using a 6cc syringe with water, the catheter was pressurized up to 80 psi by occluding the distal tip with a padded clamp. The hard hub stayed securely in place. This was repeated for verification, and the hard hub still stayed in place. The instructions for use warn against exerting pressures in excess of 25 psi. Overpressurization can cause the hard luer locking hub to separate from the catheter.